Event description:
Repeat surgery to correct the issue. I had an enterra device replaced in (B)(6) 2012 because the old device I had for 7 years had end of life battery. Everything was fine until (B)(6) 2015 when I felt electrical shocks near the implanted device. The shocks corresponded to the timing of the shocks that the device sends to my stomach where the electrodes are attached. They kept getting stronger and I november got painful, and I had the device removed. A new one put in on (B)(6) 2015. Since the day the device was shut off and with the new device, I have not had any shocks. All this time, when the device was attached to the hand held computer, it showed no problems and was working correctly. During the surgery to remove it, it was found to be upside down in the pocket. Medtronic's examination of the device showed no problems with the device. I am having a hard time believing that this device was not discharging electricity in the surrounding pocket where I felt the shocks since the device I had for 7 years prior and this new one didn't have issues. I also had the device for about 3 years prior without issue. Also, why would the device 'flip' in the pocket, and why would it send me shocks even if it was upside down? Wouldn't I have felt a device that size flipping in the pocket? I can't be the only person who has experienced this.